Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported entrapment of device and incomplete coaptation appear to be due to procedural conditions. The reported foreign body in patient is a cascading event of the clip caught on chordae. The reported mr is a cascading event of the slda. Furthermore, mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip became entangled in the chordae and could not be removed therefore it was deployed however the clip detached from one leaflet post procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted without issue. The second clip delivery system (cds) was advanced however became caught in the chords. The clip was unable to be removed however the leaflets were able to be grasped although it was still entrapped in the chords. The clip was deployed, reducing mr to <1. Hours after the procedure a transesophageal echocardiography (tee) was performed which noted the second clip had detached from one leaflet (single leaflet device attachment (slda)) and the mr increased to 4. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.